Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a chip; the electrical connector has corrosion due to water leakage; the control unit has a scratch; the scope cover has a scratch; the switch box has a scratch; the grip has a scratch; the angulation lever has a scratch; the up/down plate has a scratch; the universal cord has a scratch; the protector of the universal cord on the scope connector side has a scratch; the scope connector has a scratch; the connecting tube has a dent; due to a cut on the bending section cover, water tightness is lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during device evaluation, the bronchovideoscope exhibited the bending section cover falling off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the defect may be caused by stress of repeated use, an external factor, or handling of the device. The event can be prevented by following the instructions for use: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.